Event description:
Report received of a leak in a transducer line. The customer reports that the arterial line was in use on a patient from the unspecified amount of time. The nurse noticed a small amount of blood leaking from the arterial tubing just proximal to the luer connection of the distal end of the set. The physician was notified and the arterial line was removed. It is unknonw if another arterial line was started on the patient. There were no reported adverse patient effects. Though requested, no additonal info was provided.